Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The provided calibration was within expectations. The alarm trace showed abnormal sample probe movement before sample pipetting time on the day of the event, suggesting a bubble in the sample. A general reagent or analyzer problem can be excluded because the qc prior to the event was within the ranges. The field service engineer found an unclean and contaminated pre-wash nozzle. He cleaned and decontaminated the pre-wash nozzle. The service actions performed by the engineer resolved the issue. The investigation did not identify a product problem. The cause of the event was consistent with an unclean and contaminated pre-wash nozzle.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys hcg+beta assay on a cobas 6000 e601 module. Patient 1: initial result: 0.405 ui/l and reported as <0.6 iu/l. The physician questioned the initial result. On (B)(6) 2025, the sample was repeated, and a new sample was drawn from the patient and tested. The repeat result and the result of the new sample were both >10000 iu/l and accompanied by data flags. The customer then diluted the original sample with a dilution factor of 1:100, and the repeat result was 85993 iu/l. Patient 2 was tested on (B)(6) 2025: initial result: 0.353 iu/l and accompanied by a data flag. Repeat result: 11351 iu/l. The repeat result was considered correct.

Manufacturer narrative:
The cobas e601 module serial number was (B)(6) the calibration was last performed on 04-jun-2025. The field service engineer checked the instrument and found no cause for the event. He checked and cleaned the prewash nozzles and station, decontaminated the instrument, and performed preventive maintenance. The customer performed qc with successful results. The investigation is ongoing.